Event description:
Per complaint (B)(4), an infection was discovered when removing a dental abutment for an implant crown impression. Pus, inflammation, and osteopenia were observed. The patient was given the option of a laser-assisted new attachment procedure treatment with a periodontist or implant removal. The implant was removed seven months after placement.

Manufacturer narrative:
Follow-up report to notify of completed device evaluation.